Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: the exact event date is unknown. It was reported to boston scientific corporation on december 9, 2010 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed in (B)(6) 2009 (patient ID, age, and weight are unknown). According to the complainant, the patient sustained a small vaginal burn. The patient reportedly had an antroverted cavity, which may have contributed to the event. The burn was located behind the cervix, and was about the size of a silver dollar. The burn was not classified. The patient was reported to have never felt any pain from it, and within a couple of weeks, the tissue had healed. Additional patient and event information is reported to be unavailable.